Event description:
I had the novasure endometrial ablation and was left with many issues. Uterine infection, bladder infection, ovarian cyst post ablation syndrome. Due to this product, I have had to endure an incredible amount of pain and suffering as well as surgery to remove my right ovary and now have to have a hysterectomy at the age of (B)(6). If this product would have had more warnings and not labeled as safe and less recovery time as a hysterectomy I would never of chosen this route. My life had been interrupted and I have suffered needlessly because of branding. As well as doctor who recommend this product don't believe all the info they said to give pts an accurate account of what could happen and what problems this product can cause.